Manufacturer narrative:
Information contained in this report was previously submitted through (B)(4) on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "implant rupture in the moment of the introduction". Back-up device was used. Device was not implanted.